Event description:
It was reported that during a drug eluting stenting procedure stent damage occurred. The 99% stenotic, de novo lesion was located in the severely calcified and severely tortuous proximal left circumflex artery. The physician pre-dilated the lesion with two non-bsc balloon catheters and then advanced the 2.5x20mm taxus liberte stent to the lesion and was unable to cross. When the device was removed from the pt, some damage was observed on the stent. There were no pt complications. The procedure was completed with another 2.5x20mm taxus liberte stent. Pt status is reported as "good."

Manufacturer narrative:
(B)(4).